Event description:
The customer observed falsely elevated sodium (na) and chloride (cl) results for four patients on an architect c16000 analyzer. The following data was provided (customer¿s normal range for na is 136-145 meq/l; for cl is 97-111 meq/l): sample ID (B)(6) initial na result is 163, repeat, on another analyzer, was 138 meq/l sample ID (B)(6) initial na result was 163, repeat, on another analyzer, was 138 meq/l; initial cl result was 121, repeat, on another analyzer, was 102 meq/l sample ID (B)(6) initial na result was 162, repeat, on another analyzer, was 142 meq/l; initial cl result was 121, repeat, on another analyzer, was 105 meq/l sample ID (B)(6) initial cl result was 120, repeat, on another analyzer, was 101 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated sodium and chloride results on an architect c16000 processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for decreased results for the product. Return testing was not completed as returns were not available. The customer retested the samples with the same reagent and results were normal. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) , sample ID (B)(6) , sample ID (B)(6) , and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium (na) and chloride (cl) results for four patients on an architect c16000 analyzer. The following data was provided (customer¿s normal range for na is 136-145 meq/l; for cl is 97-111 meq/l): sample ID (B)(6) initial na result is 163, repeat, on another analyzer, was 138 meq/l. Sample ID (B)(6) initial na result was 163, repeat, on another analyzer, was 138 meq/l; initial cl result was 121, repeat, on another analyzer, was 102 meq/l. Sample ID (B)(6) initial na result was 162, repeat, on another analyzer, was 142 meq/l; initial cl result was 121, repeat, on another analyzer, was 105 meq/l. Sample ID (B)(6) initial cl result was 120, repeat, on another analyzer, was 101 meq/l. There was no impact to patient management reported.